Event description:
Account obtained zero results for two ethanol samples on a proficiency survey. They failed the survey for the two samples. No cause could be determined for the discrepancy and the account has not experienced any similar events.